Manufacturer narrative:
The lot was manufactured december 12, 2017 - december 13, 2017. The device was received for evaluation. Visual inspection was performed and no signs of abnormality were found that could have caused the reported flow problem. A functional flow test was performed and the flow rates were found to be within product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow. This was noted after filling the device with an unspecified solution. There was no patient involvement. No additional information is available.